Event description:
It was reported that balloon rupture and difficulty removal occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified artery. A 5.0x150x150 sterling balloon catheter was advanced for dilation. During first inflation at 14 atmospheres for 90 seconds, the balloon ruptured and was difficult to remove even after flushing the hoop. The device was successfully removed and there was no device fragments left inside the patient. The procedure was completed with another device of the same size. No patient complications were reported.